Event description:
A user facility in (B)(6) reported that during a phacoemulsification procedure under local anesthetic. A minute rupture of the posterior capsule was witnessed, and despite that there was no vitreous coming through, the classic routine of anterior vitrectomy, and p/c iol insertion in the sulcus was planned. An irrigation cannula was placed through one corneal opening, and the occutome was operated through the first corneal incision, with the following settings; a cutting rate of 600, and an aspiration rate of 250. All of a sudden the tube holding the vitrector became explosively detached from the proximal end of the vitrector. The procedure was aborted, and the eye of the patient was safely closed, to receive another vitrectomy and iol insertion probably next week. The doctor feels that what happened is very serious as it might have resulted in a number of unfavorable outcomes, and is feels anxious to use the machine again.

Manufacturer narrative:
The product return has been requested, but has yet to be received. The manufacturing and sterilization records for the lot were reviewed and found to be acceptable. As a precaution, a field service technician was dispatched to perform a system check out on the concomitant system. No problem was found. The system was functioning as intended. The investigation is ongoing.

Manufacturer narrative:
Two sealed and one opened bl5626 pouches from lot w8561 were returned for evaluation. The opened pouch contains one 20 gauge vitrectomy cutter. The tip protector was not received. The needle is not bent. There is dried solution visible in the tubing. The connectors were inspected, and no damage was found. The back cap has separated from the body of the cutter and is still attached to the tubing, the rest of the cutter is lying loose in the bag. Microscopic examination was performed and found that the bead of adhesive around the outer needle at the tip of the cutter body is cracked. The back cap was inspected and there is what looks like adhesive residue all the way around the rim of the back cap. Though the adhesive residue is thinner in some areas. The cutter body was inspected, and no visible cracks were found. The chamfer on the rim of the body could not be measured as the cutter is partially assembled and would require disassembly to measure the chamfer. The cutter body was intentionally left as it was received and not disassembled to prevent any possible loss of evidence. The opened cutter was given to quality management. Inspection of the returned, used cutter showed the back cap was separated from the body of the cutter, confirming the reported failure mode. Two unopened pouches will be retained should further investigation be necessary. Review of the DHR showed the cutters were properly assembled and met all release requirements. The most probable root cause is unknown/inconclusive; the cause of the separated parts could not be determined after visual inspection of the returned. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required. The investigation is complete.